Event description:
It was reported that one day post implant, the patient had pain. The device was removed. It was noted that the patient's pain was not relieved in hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).